Manufacturer narrative:
(B)(4). Batch # n90g8l. The analysis results found that the er320 instrument was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it ejected the remaining 9 clips; finally, the device locked out as intended. The instrument was disassembled in order to evaluate the condition of the internal components and the handle post was noted to be broken, leading to the experienced ejected clip issue. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused the handle post condition. The batch history record was reviewed and no defects, ncr's or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device did not work. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.